Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device failed to display an occlusion error or alert message. In the morning, the patient received a high blood glucose reading and gave himself a bolus. After several hours, the patient's blood glucose level had not decreased, so the patient's wife injected an unknown amount of rapid acting insulin. The insulin injection also did not lower the patient's blood glucose. At an unknown time, they called the physician who advised to give the patient a bolus of 14 units of fast acting insulin. During this time the patient removed his cannula and noticed that it was bent; therefore no insulin had gone through. The wife transported the patient to the hospital. At the hospital, the patient received a blood glucose result of 47 mmol/l and was admitted into the ICU. The patient was removed from the infusion device, and was treated with insulin injections. The nurse checked the alarms on the device and there was no occlusion alarm on (B)(6) 2018. It was alleged that the occlusion alarm failed, and the patient went without insulin for 12 hours. It is unknown how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.